Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet system experienced persistent high blood glucose readings around 286¿300 mg/dl while wearing a contact detach infusion set beyond the recommended wear time due to limited supplies, with hyperglycemia attributed to extended infusion set use and concerns about occlusion that resolved after a supply change; troubleshooting and education were provided and a goodwill order was sent. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with the user interface component implicated only as part of user interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.